Event description:
On the initial report received by aso on (B)(6) 2022 consumer reported that she had a reaction to the product pad. She added the product left red marks, itching and pain. We received completed customer information request (cir) from the consumer on (B)(6) 2022. Consumer stated that she had used 7 of the bandages before having the reaction. Consumer stated used bandage to cover the site where she had basal cell cancer removed on ther ankle in the back of her leg, and upon removal the rectangle area where the pad was, was very red and itchy. Consumer stated doctor advised to stop using the product. The dermatologist gave the consumer another bandages to use and the site cleared up.

Manufacturer narrative:
As of 04/11/2022 unused retained product and unused returned samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening.